Event description:
This case was reviewed and investigated according to the manufacturer's policy. Internal reference: (B)(4). This follow-up supplemental report #1 is being submitted to report additional investigation findings, to wit: there is no potential for harm if the malfunction were to recur. This complaint was reassessed based on an engineering study that indicated, this family of catheters do not exhibit any adhesive detachment during normal use. There is no evidence of abnormal use conditions, it is likely the adhesive detached post-procedure, during the process of returning the device for analysis. There was no patient injury, no status decline, no adverse event, and no unplanned additional medical or surgical intervention reported. There is no potential for harm if the malfunction were to recur. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h6: supplemental report #1 indicated that the adhesive likely detached post procedure; however, the conclusion code was not updated from 4315 (cause not established) to 4308 (cause traced to transport/storage).

Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information of ID, gender, age, and weight. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a planned therapeutic peripheral procedure, the unit stopped recognizing the catheter in the middle of the case. The needle also would not deploy after multiple attempts to deploy into calcified vessel. The procedure was not completed. There is no patient injury. Femoral access. The returned device was visually and microscopically inspected. The distal fillet was lifted and a portion of adhesive was missing. Scratches were present on the floppy tip, distal fillet, and scanner body. The device was not recognized and the system displayed a ¿no catheter¿ message. Additionally, the needle could not be deployed from the needle exit port, resistance was met. The probable cause of the reported ¿stopped recognizing the catheter in the middle of the case¿ failure is electrical discontinuity at the scanner body. The probable cause of the reported ¿needle also would not deploy¿ failure is a mechanical failure. It was not possible to determine when and how the failures occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because the manufacture¿s device was missing adhesive. It could not be concluded when the separation occurred. There is a potential for harm if the malfunction were to recur.